Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose readings in the low 70 mg/dl range after meal announcements while using the ilet, despite overall satisfactory device performance and without alarms or adverse events. Symptoms included hypoglycemia without loss of consciousness, injury, or need for medical intervention. Outcomes included no hospitalization, no emergency care, and self-treatment with small amounts of fast-acting carbohydrates resulting in correction of glucose levels. Investigation included complaint handling and clinical review based on user feedback. Investigation of this case revealed the cause of the hypoglycemic episodes remained unclear, and no device malfunction was identified from the information provided. It was concluded that the event was user-reported hypoglycemia of unclear cause with no reported injury and no medical attention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.